Manufacturer narrative:
(B)(4). Summary: the analysis results confirmed that the driver was returned with the cable causing the unit to not activate when the cutter knob was initiated. The power cable was replaced to correct the issue. The driver was tested, functioned properly and met design specifications.

Event description:
Service was requested for the driver because the sensor did not activate the cutter when the cutter knob was initiated forward.